Event description:
It was reported that the catheter was potentially leaking, further clarified as there was a problem with the connection at the pump segment connected to the pump. The catheter was identified as being a problem at a catheter dye study on (B)(6) 2013. Surgical intervention took place on (B)(6) 2013 where the 8578 was attached and reconnected. No catheter segments were left behind. The patient¿s outcome was that she was receiving adequate therapy. The drug being delivered was morphine 25.0 mg/ml at a rate of 6.003 mg/day.

Manufacturer narrative:
Concomitant products: product ID: 8578, serial# (B)(4), product type: accessory. (B)(4).